Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the primary audible alarm (paa) was activated. This alarm event pauses the delivery of the pump until the error is addressed. There was unknown patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
H2) correction: h7 and h9 corrected.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed and verified by the event history log, multiple errors found. Replaced the battery to fix the battery not working and battery communication time out errors. Replaced the left and right clutch and clutch spring to fix the travel reverse error. The root cause is due to the faulty speaker which was also replaced.